Event description:
Nurse was drawing abg using a cannula through a needleless cap. When cannula was removed from cap, blood squirted the nurse in the face. Upon inspection of the needleless cap, it was noted that the rubber center had pulled out of the cap, allowing blood to squirt out.